Manufacturer narrative:
Follow-up #1: date of submission 10/16/2014 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The battery cap was not returned and a test cap was used in the evaluation. The pump powered up with auditory and vibratory features. The display was found to be dim and discolored. The reported dim display issue was duplicated in the investigation. Unrelated to the display issue, all the keypad buttons responded intermittently and removal of the keypad cover found contamination under all the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display was dim. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.